Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during an acl procedure one of the white adjusting loops on the customer's rigid loop adjustable cortical implant broke after implanted. The sales rep stated that the tibial side was already completed and that the loop broke while finishing the femoral side. The sales rep stated that the surgeon removed the device with no issues. The sales rep reported that the surgeon completed the procedure with an arthrex device with no patient consequences, but there was an approximate 45 minute delay. The sales rep was not present for the case therefore could not provide any further information.